Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during a follow ¿up, pacing anomaly was noted. X-ray revealed fracture. The lead was explanted. The patient condition was stable.